Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a jammed motor gear box. The pump was received with a cracked reservoir tube lip, and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed motor error. No further information reported.